Event description:
It was reported that a patient underwent hip surgery on (B)(6) 2013. A drain was inserted and connected to suction in the operating room. The wound was closed and then connected to a reservoir. At that time, the drain stopped draining. The wound was reopened and a new drain was inserted which functioned properly. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.